Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the nurse went to insert a sphincterotome, they noted that the cap sponge was displaced into the working channel of the scope, as they could not insert the sphincterotome into the scope. They removed the sphincterotome and removed the sponge from the proximal end of the scope working channel with a hemostat. They were able to complete the procedure with another of the same device with the same scope and same sphincterotome. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.